Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Evaluation summary: customer report of defective cannula connector was confirmed. As received, the connector end of the returned cannula was easily detached from the cannula body. No other visual damage, contamination, or other abnormalities were found. Review of the device history record (DHR) showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Subsequent investigation and engineering evaluation confirmed a manufacturing defect. Investigation of the root cause is currently under way.

Event description:
As part of fca-152 plan for quickdraw, the 2018-19 complaints were reviewed. It was found that four (4) events, were not filed as mdrs. In three instances connector separations were detected prior to use. In the fourth, the cannula separation occurred during a cannula exchange involving an ECMO patient. There were no device-related injuries. These four events will now be filed as mdrs. Edwards received notification that connector of this cannula model qd22 cannot fix properly making impossible to use it. There were no damaged on the shipping boxes of this device. The product was stored as normally for this kind of products. The issue was detected upon removal of the packaging. The device was not used and was returned for evaluation.